Event description:
It was reported that a (B)(6) female was implanted with an miniarc precise to treat stress urinary incontinence on (B)(6) 2012. It was reported that the patient experienced "a lot of blood loss" during the initial implant procedure. Patient outcome reported on (B)(6) 2012 was reported as "well" with occasional urgent incontinence. Additional follow-up provided on (B)(6) 2013 reports "the patient is doing well. She went home the day after surgery or two days, the physician relates there is nothing to worry about with the blood loss. It was reported "the patient was treated with simtrom (an anticoagulant substance) and that's why she bled much more than usual. It was nothing related with the mesh itself."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.